Event description:
It was reported that prior to a surgical procedure at the user facility the drill ran without user activation. No delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
Due to the device being seized during evaluation at the MFR, the customer's complaint regarding running without user activation was not confirmed. However, corrosion was found within the motor, which can contribute to devices operating without user activation.